Event description:
It was reported approx one week following an angio-seal device deployment, the pt presented to the emergency with leg pain. A doppler exam was negative and the pt was discharged to home. One week later, the pt was admitted to the hospital and was diagnosed with a pseudoaneurysm and infection at the previous access site. The pt underwent surgery to repair the artery. The angio-seal device was removed. The pt was discharged to home following recovery. Several days later, the pt was found at home in the bathtub; the pt reportedly had bled from the groin site and was expired.